Event description:
It was reported that the patient experienced skin bruising, irritation, bleeding, and an open wound at the infusion site (arm) while wearing the pod between 49 and 71 hours. The patient reported elevated blood glucose levels greater than 20 mmol/l and removed the pod early due to the severity of the site symptoms. Upon pod removal, the infusion site was noted to be very bruised. The patient sought medical attention from a local general practitioner on (B)(6) 2026. The physician reportedly indicated that there did not appear to be an infection; however, due to the patient's immunosuppressed status and steroid treatment for rheumatoid disease, flucloxacillin 500 mg, four times daily for 5 days, was prescribed as a precautionary measure. The medical visit lasted approximately 10 minutes. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.